Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for in-clinic check after loss of consciousness. Upon interrogation of the device oversensing noise was detect on the right ventricular (rv) lead. The patient received inappropriate shocks and antitachycardia pacing. Loss of capture was also noted on the rv lead. An x-ray revealed lead dislodgement. There is no further update from the clinic regarding patient.